Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia of 445 mg/dl. The customer¿s blood glucose level at the time of incident was 336 mg/dl and the . The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer did not experience any symptoms related to high blood glucose level. Customer reported they did not receive a calibration not accepted alert. Customer reported they did receive a sensor updating or sensor glucose not available alert. Customer stated that the transmitter passed the test. The insulin pump will not be returned for analysis.